Event description:
During sent deployment, the stent fractured. There was no reported difficulty accessing the lesion site, and there was no clacification or tortuosity. A femoral approach was used, and the sds was inflated to 10 atmospheres with the stent jutting out into the arota to flange a quater of its length upon deployment. After deployment and subsequent deflation, the physician noticed that approximately 1/4 of the stent had fractured longitudinally, forming an opening in the stent that looked like a "v". The proximal portion of the deflated sds balloon was jutting out through v-shaped opening in the stent. The physician simply pulled out the balloon and wire as a unit, and ended the procedure, satisfied with the results of the stenting despite fractrure. No intervention was performed, and the patient is said to be doing well, with no adverse effects experienced.